Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient¿s healthcare provider that the patient suffered a ¿severe hypoglycemic event¿ which resulted in hospitalization. The patient was also wearing an omnipod insulin pump. It was also reported that the patient¿s dexcom ¿did not provide an alert during the event¿. No other patient or event details were provided. Attempts to reach the patient for further information were unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.